Event description:
It was reported that when the devices were used during an unknown procedure, the devices locked out and would not fire. Another device was used to complete the case. There was no consequence to the pt.